Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the hindfoot arthrodesis nail set - underwent tray audit and preventative maintenance. The instruments require replacement as the entire aiming arm seems to be missing the nail during drilling/screw insertion. No patient consequences reported. No further information provided. This report is for one (1) aiming arm for ti cann hindfoot arthrodesis nail-ex. This is report 3 of 5 for (B)(4).